Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin rewind. Customer stated power error detected recurred within a week of troubleshooting of previous occurrence. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.